Event description:
Reportedly, during the yearly follow-up, the subject pacemaker was found in safety mode since (B)(6) 2016 without any reason to explain the change of programming. The penultimate follow-up (one year before) was normal. Because of pacing was not functioning as expected, the device was replaced and will be returned for analysis.

Event description:
Reportedly, during the yearly follow-up, the subject pacemaker was found in safety mode since (B)(6) 2016 without any reason to explain the change of programming. The penultimate follow-up (one year before) was normal. Because of pacing was not functioning as expected, the device was replaced and will be returned for analysis.